Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.